Event description:
It was reported the patient was not experiencing effective stimulation following the implant procedure. X-rays revealed the leads were no t in the optimal position. The physician repositioned the leads. The patient is receiving effective stimulation. Note the patient received two leads from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.